Manufacturer narrative:
Pt. Info: unknown/ not provided. Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Catalog number : the catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: the UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as there is no indication that the lens was explanted. (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that filament was found in the eye and removed. The lens was fully inserted. No further information was provided.